Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported four false positive results for rsv when using alinity m resp-4-plex assay. The suspect samples gave positive results and when retested on a different platform (unknown) gave negative results. One of the four false positive results were reported outside of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
G1 has been updated to reflect a change in personnel. Investigation into this complaint included a device history record / batch record review, CAPA / non-conformance review and a complaint history review. Investigation is summarized as follows: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-096) lot 524433 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The CAPA review for alinity m resp-4-plex amp kit (list 09n79-096) lot 524433 (including the components) was performed to identify any internal or post-production use issues related to the reported complaint and associated lot numbers. The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for the reported lot. The complaint history review did not identify additional complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-096) lot 524433. Based on the overall results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 524433 was not identified.